Manufacturer narrative:
The delta power supply that was replaced during service was returned to the manufacturer's product investigation laboratory for further investigation. The delta power supply passed all testing and was found to operate and alarm as designed.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the power supply was observed. The device's power supply board was replaced to address the issue.